Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following : the patient was admitted to the hospital with multiple pressure ulcers, and during the course of IV fluids given at 9:00 p.m. On (B)(6) 2024, it was noted that the fluids were not dripping, the IV line was checked for any abnormalities, and the IV was patched after a new needleless connector was given.

Manufacturer narrative:
No samples were received for investigation of (B)(4) , in which the customer has stated: ¿the fluids were not dripping¿. The product in use at the time is reported to be a mp1000 china from lot 23025311. Additional information provided by the customer confirmed that the flow was completely blocked and there were no damages on the product. The customer also confirmed that the reported event was observed during pre-charge inspection and normal saline was being infused. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025311 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. .